Event description:
The equipment is a motorized hand tool and its drive console manufactured by microaire surgical instruments. During a surgical procedure, the handpiece overheated and burned through the plastic surgical drape. The burned handpiece and cables were sent back to the MFR for repair. When the drive console was tested with a new handpiece,the good handpiece ran erratically and began to heat up dramatically. The console will also be sent back to the MFR for repair. Dates of use: 2008. Diagnosis or reason for use: hand set used during surgical procedure.